Event description:
A choice pt guidewire was used in conjunction with an outback re-entry device. During guidewire manipulation through the needle of device, the tip of the wire was shed off into the subintimal space of the lt popliteal artery. Since the wire tip was not left within the true lumen of the vessel, no harm was done to the patient and no further action was taken by doctor.